Manufacturer narrative:
H.6. Investigation: bd received samples and photos from the customer facility for investigation. The photos and sample were evaluated and the customer¿s indicated failure mode for foreign matter on the needle with the incident lot was observed. Evaluation of both indicated a small, black piece of plastic, which had been adhering to the IV cannula. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that prior to use foreign matter discovered on patient end of needle with a bd vacutainer® precisionglide¿ multiple sample needle. The following information was provided by the initial reporter: customer found black colored particle on patient side needle of "22 gauge" multisample needle.

Manufacturer narrative:
Initial reporter phone #: unknown. A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that prior to use foreign matter discovered on patient end of needle with a bd vacutainer® precisionglide¿ multiple sample needle. The following information was provided by the initial reporter: customer found black colored particle on patient side needle of 22guage multisample needle.